Event description:
It was reported that the patient had the device removed one day after it was implanted. The patient had no feeling in her legs and or lower body so the healthcare provider (hcp) immediately removed the device and the leads the next day. 11 days later the patient still had no feeling in her legs or feet whatsoever, and couldn¿t urinate on her own and was being catheterized and was currently in physical rehabilitation at the hospital. They were hopeful this was going to be resolved. The hcp thought possibly a spinal stroke might have caused or contributed to the current issue after the implant, and had no idea if the patient¿s loss of feeling was caused by the spinal cord stimulator (scs). The manufacturing representative had difficulty getting any follow-up information from the surgeon or the surgeon¿s assistant. The patient was still currently in physical rehabilitation at the hospital. The cause of the paralysis was not determined and it was unknown if it was going to resolve. The current status of the patient was unknown. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. Product ID neu_unknown_lead, product type lead. Product ID neu_ptm_prog, product type programmer, patient. Product ID neu_unknown_lead, product type lead. Product ID neu_unknown_lead, product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, product type: lead. Product ID 39286-65, product type: lead. Product ID neu_ptm_prog, product type: programmer, patient. Product ID 39286-65, product type: lead. Product ID 39286-65, product type: lead.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, product type: lead. Product ID neu_ptm_prog, product type: programmer, patient. Product ID 39286-65, product type: lead.

Event description:
Additional information received reported that as of the week prior to the report the patient had not recovered from the event. The neurosurgeon was still following the patient for this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.